Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3015194982-2023-00006. Patient 2: a facility reported a patient had a mastopexy procedure with durasorb and implant exchange with capsulectomy on (B)(6) 2023. On (B)(6) 2023, the patient presented with postop infection of the left breast; therefore, implant and durasorb were removed from left breast.

Manufacturer narrative:
Durasorb monofilament mesh (ID ptm1025) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.